Manufacturer narrative:
(B)(4). Initial report sent 6/1/2015.

Event description:
Procedure type: colectomy. According to the reporter: a colectomy was performed on (B)(6) 2015 and there were no issues during the surgery. During the postoperative period, on the (B)(6), the patient presented with bleeding and a colonoscopy confirmed bleeding in the anastomosis. There was more than 500cc of bleeding and the patient was transfused in the recovery room. There was no unanticipated tissue loss, tissue damage or delay in surgery. No reinforcement material used in conjunction with the stapling device. The surgeon stated he was not 100% sure whether the device used was an eea28 and speculated that the issue may have been related to incorrect staple size selection. The device was discarded. The patient was recovering. On (B)(6) 2015, the patient had a scan and underwent laparoscopic surgery for a fistula. Reportedly they assessed and treated any possible obstruction and placed a jackson pratt drain. Last know patient status: the patient recovers slowly and positively and will be moved to a ward.